Manufacturer narrative:
The manufacturer did not receive the device for investigation since it is still implanted. No x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan hip on the left side on (B)(6) 2013. The patient was monitored and it was reported that he claimed feeling pain in the left groin on (B)(6) 2014.